Event description:
Port-a-cath placement at reporting hospital in 1999. Reportedly, on or about 10/12/1999, the catheter separated from the hub and x-ray confirmed catheter to be migrating. Reportedly, surgical intervention was necessary to remove the catheter.